Manufacturer narrative:
Pump received with scratched case, broken belt clip rails, broken off retainer ring, missing reservoir tube o-ring, scratched keypad overlay,pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window. No cracked lcd window noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump lcd display is very scratched and possibly cracked. Customer's blood glucose was 115 mg/dl at the time of incident. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.